Manufacturer narrative:
Patient has tightness in flexion. Surgeon performed manual manipulation and, after the manipulation and physical therapy, was not satisfied with patient's range of motion. Revision surgery is scheduled to perform soft tissue releases and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient has tightness in flexion. Surgeon performed manual manipulation and, after the manipulation and physical therapy, was not satisfied with patient's range of motion. Revision surgery is scheduled to perform soft tissue releases and exchange the poly inserts.